Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via letter from the food and drug administration that the customer passed away in hospital. The customer was hospitalized on an unspecified date. The cause of death was suicide by pump. The customer committed suicide by taking repeated high doses of insulin totaling about 180 units through the insulin pump within 45 to 60 minutes. The reporting party stated that the customer had no other illnesses that may have led to the customer's passing. The customer was found unresponsive and taken to a hospital. The customer¿s blood glucose was unknown at the time of death. The customer was most likely not wearing the insulin pump at the time of death. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the over bolus event. The insulin pump kept delivering basal insulin at a rate of 1.5 units per hour despite their sensor glucose being undetectable. The customer was using sensors. The customer was taking depression medication for a year and the medication was tapered off 3 months prior to the incident. The reporting party did not state whether they would return the insulin pump for analysis.